Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 336 mg/dl at the time of the incident. Customer stated that all buttons were not working. Customer corrected with a syringe and stated that she had the pump when she went swimming today. Customer reported that the screen is scrolling and she cannot bolus. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed displacement tests. No unexpected scrolling anomalies noted during testing. The insulin pump had an intermittent button response on the up arrow button due to moisture damage on keypad traces noted. The insulin pump had a cracked lcd window, cracked case on lcd window corners, broken reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.